Event description:
It was reported that the stent dislodged. The lesion being treated was located in the distal calcified right coronary artery. The physician tried to push a 20x2.25mm promus premier stent delivery system through the target lesion. During removal it was noted that the stent was stuck to the wire and was left in the body. The physician was unable to locate the stent. The procedure was completed with a different device. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified no issues with the profile of the tip. The stent of the device was dislodged from the delivery system. No issues were noted with the balloon profile. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. It was also noted that stent crimp markings were visible on the balloon material. There were no issues noted with the devices inner and markerbands. A visual and tactile examination found that the shaft polymer extrusion was kinked at various positions along its length. It was also noted that the distal inner was damaged. This type of damage is consistent with the application of excessive force. The hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. It was reported the stent dislodged during the withdrawal of the device and was not retrieved from the patient. It was also specified that the target site was calcified which may have contributed to the complaint incident. A review of the stent crimp settings for the complaint device highlighted no abnormalities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the stent was unable to be located because they did not know where to look for it and remained in an undeployed state.